Manufacturer narrative:
Pending investigation. D10: 4368463 180-65-25 - alteon 6.5mm screw, 25mm 4431117 180-65-25 - alteon 6.5mm screw, 25mm 4414457 186-01-52 - integrip cc, cluster 52mm, g2 4229675 188-01-04 - wedge plasma x/o sz 4 4190809 101-45-20 - 4.5mm drill bit 20mm.

Event description:
As reported, a patient had their hip revised. The gxl liner and ceramic head where replaced with the same implants and sizes. The event is not related to the breakage of a device. The event did not cause a surgical delay/prolongation. Patient was last known to be in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, the provided images do not appear to exhibit significant wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.